Event description:
The patient underwent pelvic surgery during a clinical study. Post operatively, the patient developed a urinary tract infection and was prescribed a seven day course of antibiotics.